Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined. Follow up contact had been attempted, however no additional information for this event could be obtained. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The nurse declined to provide further information regarding the event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient died coincident with peritoneal dialysis (pd) therapy. The nurse did not allege any malfunction of the device. The cause of death is unknown. It is unknown if an autopsy was performed. No additional information is available.